Event description:
It was reported that there were large and small air bubbles in the customer's set tubing. The customer's insulin pump was not rewound with the reservoir in place and the insulin was stored at room temperature to prevent gassing out when it would warm in the insulin pump. The customer was not able to remove air bubbles by priming. Customer was instructed to tap the reservoir to gather small bubbles into a large one and to push the air back into the insulin vial. Air bubbles did not persist after set change. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.